Event description:
It was reported that before an unknown procedure, the bottom jaw was broken. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 3-27-2012. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in the following condition; the electrode separated, and the cable cut. The ceramic was cracked but sections are still bonded to the lower jaw. Functional testing cannot be performed due to an instrument with cable cut off was received. The instrument was disassembled and evidence of electrode was found on the active rod.